Event description:
The manufacturer received information that a trilogy o2 ventilator was returned to the manufacturer for periodic maintenance. During evaluation, the ventilator failed a test step. No harm or injury was reported. During evaluation, ventilator service required alarm e-344 occurred and it was confirmed that there were malfunctions of the flow sensor. Although the oxygen blender printed circuit assembly required replacement for this issue, the device was discarded without repair due to the lease expiration. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications.